Event description:
The user facility reported during the procedure the hook on the benger probe hook broke off in the pediatric patient's nose. They had to keep the patient under anesthesia longer (scope the patient) and call in a specialist to remove the tip.

Manufacturer narrative:
The instrument was visually inspected under a microscope. There is no evidence of material defect or manufacturing error at the time of release. Visual inspection confirmed the tip of the instrument was broken. The manufacturing process and design had been enhanced in july 2013. The customers history of purchasing this instrument was reviewed and this instrument was manufactured prior to the enhancement. Inventory has been checked, and none of the previous design remain in stock.